Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end has sharp edges. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction light guide is broken at the distal end was not confirmed and a probable root cause could not be identified. Based on the results of the investigation, the distal end has sharp edges and the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) facility. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the light guide is broken at the distal end. There were no reports of patient harm.